Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had unintended fluid flow while the twist clamp was closed. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: five (5) actual samples were received for evaluation. A visual inspection was performed on the two (2) samples with the naked eye noted a broken occluder feet on the light blue main bodies. Evidence of an unknown cleaning substance beneath the twist sleeve was observed on one of the two samples. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.